Manufacturer narrative:
Additional information provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked during peritoneal dialysis therapy. This event occurred during last fill with patient involvement. The patient started therapy over with new supplies. During trouble shooting there was nothing found that could have caused or contributed to the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.